Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery due to a bent cannula. Her blood glucose was 425 mg/dl, which the patient attempted to treat by bolusing and drinking fluids. The device also alarmed motor error. During troubleshooting, the customer was able to rewind the insulin pump. However, the device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with button error alarm and had unresponsive bolus express, esc and act buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error or no delivery alarm due to unresponsive button. Motor passed motor test.